Manufacturer narrative:
Device evaluation by manufacturer: a distributor engineer visited the customer's site to address the reported event. The distributor engineer resolved the complaint by replacing the diluent pump. The aia-360 analyzer is operational. There was no further action required by distributor engineer. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4). There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - list of error messages states the following: [2012] air detected [diluent] is generated when there is no contact with the liquid after diluent suction. Operator is instructed to contact the service department. The most probable cause of the reported event was due to failure of the diluent pump.

Event description:
A customer reported getting error message "2012 air detected (diluent)" on the aia-360 analyzer. A distributor engineer was dispatched to address the reported event, which resulted in a delay of estradiol (e2), intact parathyroid hormone (ipth), prolactin (prl), progesterone ii (prog ii) and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.